Event description:
Primary stability achieved, no osseointegration. Patient is smoking. Bone resorption and inadequate bone quality/quantity. Deep pocket/recession buccally. Implant removed and sutured.